Manufacturer narrative:
(B)(4). The reported field event of the inability to loosen the set rv df-1 set screw was confirmed in the laboratory. Visual inspection identified septum material in the rv df-1 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that set screw to rv lead port could not be loosen during a device change out. The device was explanted and replaced. The patient tolerated the procedure well.